Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver display was blank after the patient switched to the driver for support. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to another backup driver.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver display was blank after the patient switched to the driver for support. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to another backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Visual inspection of external components found damage to both strap loops and the fan and display covers. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. No abnormalities were observed. An observation run was performed at normotensive settings with no abnormalities or display malfunctions. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; root cause of the reported blank display screen was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found during visual inspection was cosmetic only. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.